Event description:
It was reported that there is a nbp inaccuracy issue. The customer performed the nbp accuracy test using a simulator in manometer mode, the result showed it was 28 mmhg higher than what it should be, he then performed the nbp calibration using the same equipment, but the calibration failed to complete.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.